Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred when the cassette was removed from the cycler during the previous treatment. Fluid was observed leaking from the bottom of the cassette door. Prior to finding the fluid leak, there was a ¿heater bag not detected¿ alarm that occurred. It is unknown if the patient was able to complete their treatment. The contact stated they have received several ¿heater bag not detected¿ alarms lately and they often have to re-setup the cycler in order to clear the message. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak is unknown, and it is unknown at which point in therapy the leak may have begun. However, it was confirmed the patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. There was no reported patient injury or harm due to the event. Additional information was requested, however, to date a response has not been received.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred when the cassette was removed from the cycler during the previous treatment. Fluid was observed leaking from the bottom of the cassette door. Prior to finding the fluid leak, there was a ¿heater bag not detected¿ alarm that occurred. It is unknown if the patient was able to complete their treatment. The contact stated they have received several ¿heater bag not detected¿ alarms lately and they often have to re-setup the cycler in order to clear the message. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak is unknown, and it is unknown at which point in therapy the leak may have begun. However, it was confirmed the patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. There was no reported patient injury or harm due to the event. Additional information was requested, however, to date a response has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.